Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 489 mg/dl while wearing the pod between 36 and 48 hours. The patient reports felling jittery. The patient administered an insulin correction. Once at the hospital the patient deactivated the pod and reports the pods cannula was found to be bent when removed from the pod infusion site (arm). In addition the patient reports having swelling at the pod infusion site. The patient was treated with intravenous fluids as well as insulin, tylenol and an antiemetic. The patient was prescribed zofran. The patient was discharged from the hospital after 8 hours.